Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The alarm went off at 79 mg/dl and the customer managed to take 3 glucose tablets and ate a granola bar then it sounded again at 2 am and manage to take 3 more glucose tablets and did the fingerstick test. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.